Manufacturer narrative:
(B)(6). The device was evaluated by the returns department which found that issue was unable to be duplicated. Motor operated properly during bench test. Wiggled wires with no failure.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised receiving six flash error code. (Brake fault).

Event description:
Dealer advised receiving six flash error code. (Brake fault).